Event description:
A malfunction was reported, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue occurs again.